Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® flashback blood collection needle experienced poor sleeve function during use. The following information was provided by the initial reporter: the blood collection room of the user facility reported that during the fbn blood collection process again this morning, the tail end rubber sleeve failed to rebound normally and caused blood leakage. The batch number of the problem was 0051334, which occurred in the second tube blood collection. Wearing gloves, the blood did not touch the nurse's skin. There have been multiple blood leaks in this department of the hospital.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/5/2020. H.6. Investigation: bd received 51 samples from the customer for investigation. The samples were evaluated by visual examination and functional testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. The sleeve recovered the cannula on all 51 samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001).

Event description:
It was reported that the bd vacutainer® flashback blood collection needle experienced poor sleeve function during use. The following information was provided by the initial reporter: the blood collection room of the user facility reported that during the fbn blood collection process again this morning, the tail end rubber sleeve failed to rebound normally and caused blood leakage. The batch number of the problem was 0051334, which occurred in the second tube blood collection. Wearing gloves, the blood did not touch the nurse's skin. There have been multiple blood leaks in this department of the hospital.